Manufacturer narrative:
(B)(4). Te device was returned to baxter and an eval was performed. The eval confirmed the reported symptom fluid intrusion. Eval found corrosion on the wireless module flex and the radio printed circuit board as a result of fluid intrusion. The device was retired from service. See scanned page.

Event description:
It was reported that a wireless battery module experience fluid intrusion. It was also reported that there was no pt injury.